Event description:
Silicone breast implants had to be removed because rptr developed fibromyalgia. It has became so severe that rptr's arms are in horrible pain now for the past year with the least amount of use. Rptr is now on neurontin for the rest of their life apparently. All because no one told them that they would become permanently & irrevocably sick because they had them. Pt received from the class action suit a total of $1,600 for remaining lifetime of suffering. The lawyers are the ones who got the money---not the ones injured--without pt's knowledge. That won't even begin to pay for rptr's medication. Rptr has absolutely no way of knowing how else the fibromyalgia may affect them. Rptr feels the chemists & manufacturers like dow corning should have to suffer along with all of pts who have become ill. And, rptr's implants didn't rupture or leak. Rptr feels they should never have been allowed on the market for any reason & shouldn't be allowed back on the market. Rptr will suffer the rest of their life because there is no cure for fibromyalgia. Rptr did not have this before the implants. Rptr got it 5 years after augmentation. No one else should have to suffer needlessly. Please stop these manufacturers. Rptr's not certain of the exact dates of surgeries because it has not been so long ago.